Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: (B)(6) serial#; implanted: on (B)(6) 2015; explanted: on (B)(6) 2023; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 19-mar-2019, UDI#: (B)(4); b3: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in the last year of the patient having the implant (patient confirmed in 2022,) they really suffered with it because of their symptoms. The patient stated it was embarrassing because they had to wear 54 pads a week and they couldn't sleep because of how much they were going and having to change their pads. The patient stated the managing health care provider (hcp) had told them sometime last year that "one of" their "leads" wasn't working and was giving them a lot of problems and that at the time, they'd told the patient that they could "work around it" and that the ins would still work the same but the patient was miserable for months without the lead working. The patient stated they went to the hcp office this past on (B)(6) 2023 and it was then determined that the patient's ins battery was so low that they considered it no longer working and so a replacement of the system was scheduled for on (B)(6) 2023. The patient stated they called their insurance and put up a fight about it because they couldn't stand their symptoms any longer so they bumped the patient's replacement up to on (B)(6) 2023. The patient stated they made sure with the hcp when they went to implant their new system, that "all of the leads" were working because the patient didn't want to deal with another issue with the lead not working again.